Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. Customer's blood glucose was in the 300 to 500 mg/dl range and the sensor was reading in the 400 mg/dl. The customer also reported that the insulin pump alarmed motor error on (B)(6) 2015 during bolus. Customer stated she was able to complete the rewind sequence. Blood glucose at the time of the alarm was 400 mg/dl and she experienced frequent urination. Customer declined to check for site, set insulin issues or the settings. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.